Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged so the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hosp did not report any pt complications. Staff told the maquet territory mgr that this has happened "numerous" times last week but could not provide any details on case dates, how many, lot #s or attending surgeons so only one incident can be reported at this time.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting cause the balloon to deflate due to a defective valve subassembly. (B)(4).